Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Did not find any leakage anomaly when removing the plunger and found plunger easy to release from stopper-plunger. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. The was stated that insulin was came out of reservoir and customer took out the plunger along with o rings. It was also reported that insulin was visible in the reservoir compartment. The customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.